Event description:
It was reported that during a surgical procedure at the user facility the device heated up. The procedure was completed successfully with no clinically significant delay, no medical intervention, and no adverse consequences reported.